Event description:
It was reported that when they puncture the vein with needle guide and ultrasound they went thru the vein. They reversed the needle and got blood return. Inserting the guide wire thru the needle but could not get it in so long. A lot of gel on her gloves. The vessel was on 1 cm deep. The placer tried to reverse the guidewire thru the needle but it was stuck but she used more force and it came out but it was broken and missing approx 2 cm from the guidewire. They could see the missing part of the wire thru the skin. They called for a surgeon and he saw with ultrasound that the wire went thru the vein. He pulled the broken part out and they looked with ultrasound so it was no part of the wire left in patient. New PICC from other side.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the cause appeared to be related to use of the device. One 0.018¿ nitinol guidewire was returned for investigation. A bend in the wire was observed 2.5cm from the proximal tip. The distal end of the coil wire was unraveled over the core wire. The weld tip was missing. The core wire extended 4.5cm from the proximal attachment point of the coil wire. A microscopic examination revealed an uneven surface at the broken end of the core wire. It was reported that the needle punctured the vein but subsequently retracted until blood return was noted. It was reported that the guidewire was forcefully retracted through the needle because it could not be advanced. The instructions for use state, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ based on the condition of the guidewire and the reported events, it appeared that the guidewire was damaged during use; however, since the vessel dilator was not returned for investigation, the exact cause of the damage could not be determined. A lot history review (lhr) of redw3828 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw3828 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when they puncture the vein with needle guide and ultrasound they went thru the vein. They reversed the needle and got blood return. Inserting the guide wire thru the needle but could not get it in so long. A lot of gel on her gloves. The vessel was on 1 cm deep. The placer tried to reverse the guidewire thru the needle but it was stuck but she used more force and it came out but it was broken and missing approx 2 cm from the guidewire. They could see the missing part of the wire thru the skin. They called for a surgeon and he saw with ultrasound that the wire went thru the vein. He pulled the broken part out and they looked with ultrasound so it was no part of the wire left in patient. New PICC from other side.